Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges corrosion and friction wear, toxic amounts of cobalt-chromium metal debris, debilitating pain and instability. It was reported that there was metallosis, large pseudotumor formation, loss of mobility and unable to ambulate. Doi: (B)(6) 2006; dor: (B)(6) 2016; left hip ((B)(6)).

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.